Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that one lead broke off at the stimulator and the patient wasn't sure why. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057, product ID: 3057, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator. It was reported that the patient's lead had become dislodged. The patient stated that she tried stimulating the other lead but she wasn't able to feel anything. The patient was advised to contact her health care professional. There were no further symptoms or complications reported or anticipated.